Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies and x-ray imaging reveal no irregularities. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device exhibited noise and oversensing, resulting in inappropriate shock therapy. Data was sent for a technical service evaluation; no resulting adverse effects were reported. Ts confirmed a primary vector programming configuration and recommended to patient be brought in for reprogramming and a thorough follow-up. The field representative reported that patient refused any intervention and was discharged. To date, this device remains implanted and in service. The patient later reported another inappropriate shock in the primary vector and was seeking assistance. The data review was suggestive of the secondary vector being most optimal based on the current review. The patient reported a history of a previous ablation procedure with data timestamps suggestive of the noise being correlated to the time of this procedure. It was recommended to do a thorough system evaluation for potential damage which may have been sustained at that time. System follow-up, with a new ast and x-ray images pending. Subsequently, the device was explanted and returned for analysis. Another sicd was implanted with no reported complications.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device exhibited noise and oversensing, resulting in inappropriate shock therapy. Data was sent for a technical service evaluation; no resulting adverse effects were reported. Ts confirmed a primary vector programming configuration and recommended to patient be brought in for reprogramming and a thorough follow-up. The field representative reported that patient refused any intervention and was discharged. To date, this device remains implanted and in service. The patient later reported another inappropriate shock in the primary vector and was seeking assistance. The data review was suggestive of the secondary vector being most optimal based on the current review. The patient reported a history of a previous ablation procedure with data timestamps suggestive of the noise being correlated to the time of this procedure. It was recommended to do a thorough system evaluation for potential damage which may have been sustained at that time. System follow-up, with a new ast and x-ray images pending. Subsequently, the device was explanted and is expected to be returned for analysis. Another sicd was implanted with no reported complications.